Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this report is for the second device used on the patient; see MDR no. MDR 3013394970-2018-00132 for the first device reported. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the angio-seal device. When the device was being inserted in the insertion sheath, the bypass tube came off although the device was not pushed so strong. The device was not used and replaced by another angio-seal device (2nd), but the same incident happened with the second device; the bypass tube came off when being inserted in the insertion sheath. Another angio-seal device (3rd) was then used to achieve hemostasis. The pouches of two devices were fully opened all the way from the arrow side to the end on a clear and flat surface. There was no obstacle to open the pouches. The devices had been stored on a level place. The bypass tubes came off during the procedure. The patient had to no health damage and hemostasis was successfully achieved by the third device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.